Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach using a non-bsc introducer sheath. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). Three non-bsc guide wires were selected to cross the lesion. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However upon the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood in the lumen and fluid in the balloon. The balloon was loosely folded. The distal tip, balloon, markerbands, proximal weld, and hypotube were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Inspection revealed a pinhole in the balloon material, 9mm proximal from the distal markerband. Inspection also revealed numerous kinks in the hypotube, with damage to the tip, and balloon bunching at the distal end of the balloon cone. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach using a non-bsc introducer sheath. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). Three non-bsc guide wires were selected to cross the lesion. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However upon the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.